Event description:
Pt underwent hip arthroplasty. During recovery period, a routine x-ray was done. On x-ray a small metallic fragment of unknown origin was noted. The instruments used were then quarantined and examined by dr for obvious damage. The instruments did not have any obvious damage. By the 3rd x-ray the following day, a small piece of fragment was in view. After consulation with pt, the pt returned to surgery and the piece of metal approx 6mm wide x 8mm long was removed. Upon closer inspection of fragment, it was determined that it was the tip of the depuy broach impactor. Pt isn't expected to suffer any complications. The impactor was used for its intended purpose.